Event description:
It was reported that after deploying the stent in an lad with an acute take off, the post dilatation balloon catheter would not cross. Since the physician could not post dilate the stent and was unsure about adequate apposition of the stent, the pt was sent to surgery as a precautionary measure.